Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a peripheral angiography interventional procedure using a 6f sheath. Reportedly, when closing the lever to retract the foot, the foot plates got stuck and the device could not be removed. Ultrasound guidance was used, and the physician cautiously placed a guide wire via the guide wire exit/entry port and pulled the device out. It was noticed that there was a separation (break) between the distal guide and metal body of the device. Another prostyle device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the difficulty removing the device. The resistance encountered during removal likely led to the guide breaking. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.